Event description:
A hospital laboratory nursing representative reported to a technical service, that a technician's hand was cut while discarding used components of the genetic systems lav eia kit. Initially, the hospital representatives reported that the technician's hand was cut while discarding the lav specimen diluent. The hospital representative called back several hours later to report that the technican's hand was cut while discarding the hiv-1 positive control. Ultimately, the clinical laboratory supervisor reported the incident involved the lav eia microwell plate frame, instead of the lav specimen diluent and hiv-1 positive control as earlier reported. It appears that the laboratory worker injured their hand while pushing or pressing the discarded microplate into a waste container. The microplate frame was not available to be returned to the co for examination by product support. During initial discussions, the hospital representative requested a recommendation from sdp regarding the issuance of any prophlyactic medication for the person involved. Sdp technical service directed the customer to information in the package insert regarding heat and chaotropic inactivation of hiv virus in kit components and to warnings regarding disposal of all specimens and kit materials as thought they contain an infectious agent. Per package insert warnings, sdp technical service stated that the customer should adhere to their internal infection control policies. Additionally, sdp technical service faxed a copy of the lav eia material safety data sheet to the hospital representative. Subsequently, sdp technical service recommended that the hospital representative could call biosafety office at nih for consultation.